Manufacturer narrative:
The pump passed the functional testing, including the self test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The insulin flow blocked alarm functioned properly. There was no delivery alarm feature on the ngp noted. The pump was received with a scratched case, a pillowing keypad overlay and minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer is currently using back up plan at this moment. Customer was high and thinks the pump is not working properly. The customer has high blood glucose of 192mg/dl, with diabetes ketoacidosis. The autocheck passed. During the high pressure test, it does not beep with no delivery alarm. The customer was advised the insulin pump will be replaced.